Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when the physician deployed one ligation band, another band would prematurely release as well. There were no patient complications as a result of this event. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Reported issue of bands deployed prematurely. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.